Event description:
It was reported that the patient experienced a posterior lumbar puncture headache which was related to the implant procedure. The patient was treated with a blood patch. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60 serial #(B)(4) implanted: (B)(6) 2012 explanted: na; lead model 3778-60 serial #(B)(4) implanted: (B)(6) 2012 explanted: na; titian anchor model 3550-39 lot #n310993 implanted: (B)(6) 2012 explanted: na; trialing cable model 355531 lot #n307751; external antenna model 37092 lot #300710001.